Event description:
During a pta treatment procedure, resistance was encountered during the insertion of a platinum plus 18 guidewire through the thrombectomy catheter. A new thrombectomy catheter was used and the procedure was successfully completed. The lesion being treated was on a 70% stenotic lesion in the brachial arteriovenous fistula. No pt injuries or complications were reported. The pt status is reported as 'good'.